Manufacturer narrative:
Concomitant medical products:product ID:383069, product type: lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the implantable pulse generator (ipg) is "not working" and is pacing below the lower limit. The ipg remains in use. No patient complications have been reported as a result of this event.